Manufacturer narrative:
The iabp unit was evaluated by medical technology and physics and by a getinge representative. It is not known if the issue was related to the catheter. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while the intra aortic-balloon pump (iabp) was providing therapy to a patient, the iabp went into standby. The iabp was restarted. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation (4111), investigation findings, investigation conclusions), h10, h11. Corrected fields: d9, g1, h3, h6(type of investigation(4117)), h10. In the initial emdr it was mentioned in error that the iabp was evaluated by a getinge representative. A getinge representative was not dispatched to evaluate the unit. This iabp device is maintained by the hospital so no report was available. Hospital staff checked the unit and found that there were no faults. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service. H3 other text : customer did not request service.